Manufacturer narrative:
This report is being submitted with a corrected device code.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely due to a battery alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The crt-p remains in service. No adverse patient effects were reported. Additional information was received indicating the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely due to a battery alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely due to a battery alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The crt-p remains in service. No adverse patient effects were reported. Additional information was received indicating the pacemaker was explanted and replaced. No additional adverse patient effects were reported.